Event description:
Home monitoring reported sensing amplitude < 0.2 mv. All other values appear stable. Noise shown on the ra and ff channel. Advised to evaluate lead further. Lead currently remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead was capped on (B)(6) 2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.